Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), g1(contact person ¿ mfg site), g3, g6, h2, h6(medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions),h11. Corrected fields: g2. A getinge field service engineer (fse) replaced the video generator board kit (d040-00-0456) and drive pressure regulator. Performed and passed the calibration. The machine was under evaluation. Ran the machine with balloon catheter for four hours. Passed functional tests. Device passed all performance according to factory specifications. Device was returned to customer and cleared for clinical use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received the following parts associated with this complaint: kit, display monitor to video gen board pn 0670-00-0781 pn 0012-00-1787 pn 0670-00-1169. Regulator, drive parts were received with a reported failure of the image on the screen flashing and a failure to calibrate the drive regulator pressure. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the kit in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual. No failure confirmed. The fat installed regulator, drive in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Confirmed the regulator was unable to properly calibrate pressure. Probable root cause is expected wear and tear on the part. Retaining the parts in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code, component codes, investigation conclusions).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pm that the cardiosave intra-aortic balloon pump (iabp) failled the calibration test of drive regulator. There was no patient involvement.